Event description:
A high drain error 108 (night drain #8) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012 12:37:31. There was patient involvement, but there was no report of patient injury or medical intervention necessary in association with this event. No additional information was available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was use error, tidal total ultrafiltration removal was set too low. If any additional relevant information is received, a follow-up will be sent.